Event description:
It was reported that a patient underwent a hip replacement procedure on (B)(6) 2012 and suture was used. While the surgeon was closing the capsule of the hip joint, the needle came away from the thread after the first pass. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2012-00628, 2210968-2012-00630 and 2210968-2012-00631. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for needle pull tensile strength and they met the requirements.